Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible model numbers include dvfb1d1, dvfb1d4, dvfc3d1, dvfc3d4, dvab1d1, dvab1d4. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate implantable cardioverter defibrillator shocks due to atrial far-field on the tip-to-ring channel for lead dislodgement journal of arrhythmia. 2019; 35(3):562-564. 10.1002/joa3.12180. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a defibrillator and lead. The authors discussed a case where ten days post implant the patient received inappropriate shocks which occurred at rest. It was determined there was fast electrical activity consistent with atrial far field which was identified as ventricular fibrillation. Trace records showed there was ventricular activity with background noise due to the ¿floating lead,¿ which had dislodged into the outflow track. Additionally, there was a reduction in pacing impedance. The defibrillator was deactivated. Following, the lead was re-positioned with complete resolution of the problem. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.